Event description:
The user facility reported that an employee obtained a burn to their hand while trying to manually remove an obstruction from their century sterilizer. Medical treatment was administered (ointment) and the employee returned to work.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the sterilizer to be operating accordingly, no repairs were required, and the unit was returned to service. The employee was not wearing proper ppe when trying to manually remove the obstruction. The operator manual states (1-1), "warning - burn hazard: after manual exhaust, steam may remain inside the chamber. Always wear protective gloves, apron and a face shield when following emergency procedure to unload sterilizer. Stay as far back from the chamber opening as possible when opening the door." The technician counseled the user facility personnel on proper loading and unloading techniques. No additional issues have been reported.